Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a patient notified vat team that their PICC was leaking. Had previously had PICC dressed at another facility. On observation PICC was leaking from a kinked bit of catheter under dressing. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One 4 fr sl powerpicc solo catheter was returned for investigation. Adhesive dressing and evidence of use was present throughout the catheter surface. Multiple kinks in the catheter tubing were present at the 3, 6, and 9 cm depth markers. The sample was flushed with water using a 12 ml syringe and a leak was observed near the 3 cm depth marker and the location of the kink. Microscopic observation of the leak location revealed a split along the kinked crease in the catheter tubing. Material whitening was present at the split edges. The catheter was cut near the 1 cm depth marker. The wall thickness was measured and was found to be within specification. The characteristics of the split and additional kinks present throughout the catheter suggest that repeated kinking of the catheter likely led to material fatigue. Since a partial split was present, the complaint is confirmed. A caution in the instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a patient notified vat team that their PICC was leaking. Had previously had PICC dressed at another facility. On observation PICC was leaking from a kinked bit of catheter under dressing. There was no reported patient injury.